Event description:
Implant fracture (can't be confirmed - cf was not provided). Reported implant fracture. "(B)(6) called about order (B)(4). Implant failure due to fracture implant ev (l) blue and will be replace. Needs abutment replaced once restored. Ev blue 4.8 implant will be restore this month." Label sent, tracking pending. (B)(4). See also product return note.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant fracture was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.